Event description:
It was reported that a patient experienced a breach in aseptic technique during initial drain of peritoneal dialysis therapy. While cleaning the transfer set, the connection between the transfer set and patient line was unscrewed on accident. The technical service representative assisted in ending therapy. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . This is a report of a use error, where the connection between the transfer set and patient line was unscrewed on accident during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.